Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via the right femoral artery for mechanical circulatory support. The patient presented to the emergency room following an episode of shortness of breath and appearing diaphoretic. The patient was found to be in supraventricular tachycardia in the emergency room, and the medical team attempted to cardiovert the patient with medications. However, the patient became combative and confused. Subsequently the patient was intubated, and the decision was made to place an impella cp to stabilize the patient for transfer to another hospital for further evaluation and treatment. Upon arrival to the transfer hospital, the patient was found to have a mean arterial pressure of 120 mmhg and subsequently the performance level of the impella was turned down to p5 and the patient started on nipride. It was noted that the patient¿s urine output was red/pink. Additionally, the patient¿s laboratory results were reported to be hemolyzed. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Updated information: b5. Narrative updated. D4. Catalog number updated. H6. Clinical code e1302 changed to e0514.

Event description:
Clinical assessment: a 35-year-old male with acute myocardial infarction complicated by cardiogenic shock required mechanical circulatory support with an impella cp. He arrived from emergency medical transport intubated and sedated, with the impella operating at high support and a mean arterial pressure near one hundred twenty millimeters of mercury. On arrival, his urine was red-tinged, raising concern for hemolysis. Laboratory testing later confirmed elevated hemolysis markers. After blood pressure was controlled and support was reduced, urine output remained high and subsequently returned to yellow. The access site remained clean and intact. The patient stabilized on minimal impella support without vasopressors. The next day, the clinical team elected to proceed with impella explant. During the device removal, thrombus was noted on the cannula and at the inlet portion of the catheter. The peel-away sheath was left in place; however, retaining a peel-away sheath after catheter removal is not consistent with standard impella best-practice access-site management. Following removal, the patient underwent bypass surgery for a separate clinical indication, which required blood products and anticoagulation reversal. No deterioration or device-related performance issues were reported throughout impella support. The patient was successfully weaned from impella, transitioned to low-dose dobutamine, and showed improved cardiac function. The team anticipated extubation, expressing satisfaction with the hemodynamic benefit provided by the device. Hematuria, hemolysis, thrombosis are coded conservatively related to the device but, particularly for the thrombosis, could be related to different procedures received by the patient for the underline acute myocardial infarction complicated by cardiogenic shock.".

Manufacturer narrative:
Investigation summary: the pump was not returned for investigation. Data log was available from 3-dec 1:14 to 3-dec 15:17. No abnormalities related to mechanical failure of the pump were noted on the available data log. Mechanical interaction with blood (hemolysis): clinical details indicate that the patient developed elevated hemolysis labs and red/pink urine following impella cp c9+ implantation. By the time of explant, urine output was greater than 30 cc/hr and yellow. The cause of hemolysis was not determined without returned product and sufficient clinical information, including the full data log. Clinical symptoms (hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device batch: 1979760. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.